Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 had a broken rail on the right side and bearings were fell out. A field service engineer removed drawer 6 from the station and brought it to the pharmacy, the rails were replaced, identified the bearing cage as the cause of the rail failure. After the replacement, the drawer slides smoothly with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hlor aux drawer 6 had a broken drawer rail on the right side. The bearings were falling out, causing the drawer to extend too far and preventing it from closing. The customer confirmed that they were able to unload all items, relocate them, and subsequently close the drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.